Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) was confirmed. Upon investigation, the cable connecting ECG a, ECG b, and the front therapy electrode was pulled from the strain relief. The cause for the failure was the pulled cable. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that an electrode belt caused "add gel" messages in the absence of a prior gel release.